Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, ventricular pacing inhibition due to crosstalk was observed. The patient is pacemaker dependent. The patient was presyncope and feeling dizzy. Programming changes were made. The patient was stable.